Event description:
St. Jude deep brain stimulation generator installed on (B)(6) 2020 is failing to connect. This results in the parkinson's patient not being able to move. Cannot reach the company rep to leave a message because her mailbox is full. Called abbott tech support and they are closed. This is a new generator and it should not be failing to connect. FDA safety report ID# (B)(4).